Event description:
An rh negative pt with chronic hcv, liver disease and acute upper gi bleed developed hemorrhagic shock and possible dic manifested by a drop in hemoglobin to 5.0 g/dl. This pt required massive transfusion support including the transfusion of 22 units of ffp, 3 apheresis platelets, 40 units of cryoprecipitate, and 22 units of red cells within one 24 hour period. Due to the acute need to transfuse red blood cells and unavailability of sufficient rh negative red cells units to support the case, the medical director switched the pt to rh positive red blood cells for transfusion. When a rh negative pt is deliberately switched to rh positive red cells as was necessary in this case, the sunquest computer system displays multiple, repeated and sometimes inappropriate quality assurance warnings making it virtually impossible to use the computer. For each unit of rh positive red cells assigned to the pt, the user is required to override up to 5 separate qa warnings both at the time of allocation and at the time of issue. In this case, that would represent over 200 separate overrides to issue 22 units of red cells. Furthermore, if the unit is rh incompatible, the system inappropriately requires an exact abo match and does not allow issue of abo unmatched but compatible units without additional and inappropriate qa warning (e.g., o red cell unit to a pt, a plasma to o pt). Lastly, previous qa warnings already overridden must be repeatedly overridden each time new data is filed under the sample accession number. Example: 5 rh pos red cells issued to an rh neg pt results in 25 qa warning overrides. Five more units issued 10 minutes later would require 50 overrides (25 new and 25 from prior units issued). Lastly, once qa warnings appear, the pt is disqualified from electronic crossmatch. Overall, the process is so slow that to provide units under these emergency situations, we must work on a computer downtime system. A downtime system eliminates the speed afforded by computerized electronic crossmatch and the safety of computer qa checking for abo compatibility and other critical computer safety checks designed to eliminate human error. Switching rh types is a routine medical practice usually occurring in acute, massive transfusion cases. These emergent cases are precisely when the blood bank computer is needed most for qa checking, computer generation of printed transfusion records, and superseding the need for serologic crossmatch trough the use of the electronic crossmatch. This problem adversely impacts the turnaround time for blood component availability for these pts. This critical pt care issue was originally reported to sunquest march of 2007. At that time we were asked to submit a pt safety impact assessment. A detailed pt safety impact statement was submitted to sunquest on june 11, 2007 summarizing the threat to pt safety in two different massive transfusion cases involving rh negative pts which occurred on (B) (6) and (B) (6) 2007. On july 12, 2007, we discussed problems and possible solutions with programmers. Because of the critical nature of this problem, this issue has been discussed by the sunquest blood bank special interest group and voted as a top ten enhancement request. Related sunquest service and change requests: (B) (4). In summary, we feel that the following product defects need to be corrected: provide a high security function for deliberate changing of rh negative pts to rh positive red cell units when medically indicated without generation of qa failures and elimination of electronic crossmatch capability. Separate abo and rh compatibility table so that when giving rh incompatible units, and abo identical match is not required. Once a qa warning has been evaluated and overridden the first time, prevent it from reappearing and having to be overridden again. Often times the original work that generated the qa warning is done by a different technologist. In this scenario, it is inappropriate and dangerous to override a qa warning outside of the context in which it was originally overridden. We and other sunquest users have experienced unnecessary delays in providing blood for our massive transfusion pts in a setting where it becomes necessary to change an rh negative pt to rh positive red cells. It is our opinion these three product defects constitute at the very least an avoidable delay in provision of blood to ur pts, and at most, a real threat to pt safety. Originally reported in 2007, at the time of this latest case in (B) (6) 2010, sunquest informed us that a solution is not currently on their product development road map.